Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar seal broke. The trocar was part of a laparoscopic cholecystecomy kit. Continued the case with another torcar. There was no consequence to the pt.